Event description:
Constant low leak error message, outside of clinical use and no reports of harm or injury. Investigation is ongoing.

Manufacturer narrative:
H10: philips received a complaint on the v60 ventilator indicating a 1203 diagnostic code for low leak-co2 rebreathing risk. The customer informed the remote service engineer (rse) that the device kept alarming a 1203 diagnostic code. The rse informed the customer that the exhalation port may be occluded. The recommended repair provided to the customer is the replacement of the flow sensor assemblyor the gas delivery system (gds). The customer was informed that both of these parts are on backorder. Multiple good faith efforts (gfe) were attempted to obtain confirmation of the part replacement and resolution. No response or further information was received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.